Manufacturer narrative:
Additional information: medtronic representative suspects the reference frame was bumped during sterile draping. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: corrected event details. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the entire case occurred optically, with the ear, nose <(>&<)> throat (ent) surgeon using optical tracking in the cranial software for their portion of the case. Also, a medtronic representative suspects the reference frame was bumped or moved during sterile draping which led to the inaccuracy.

Manufacturer narrative:
Additional software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine root cause of the reported behavior. Without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal surgery. It was reported that there was an alleged inaccuracy during the case. The site was performing the procedure by using a spin from a medtronic imaging system merged with an mr image. The site took the spin, the ear nose <(>&<)> throat (ent) surgeon performed his portion of the procedure with no alleged inaccuracies, and then the site draped. After draping, however, the neurosurgeon stated that he was about 4 millimeters inaccurate. The surgeon chose to proceed without navigation. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that it was not possible determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.